Manufacturer narrative:
According to received information, the ventilator was set to the stand-by mode as a active acton by the hospital personnel when a procedure was being performed on the patient. After the procedure, they forgot to start ventilation by pressing the "start ventilation" touch pad. The mistake was discovered when the patient monitor indicated low oxygen saturation (measured with pulse oximeter). The saturation level of oxygen in the blood, spo2, was by now 60%. Ventilation was re-started and the oxygen saturation level returned to normal. Ventilation of the patient continued successfully with the same ventilator. When the ventilator is in the stand-bt mode, a message "patient not ventilated" blinks on top of the screen, a large text "standby" is displayed in the center of the screen and the "start ventilation" touch pad is visible on the screen. Our conclusion in this matter is that there was no ventilator malfunction. The ventilator per design displays that it is in the stand-by mode, and that the patient is not ventilated. The cause of the event is attributed to user error.

Event description:
(B)(4).